Event description:
Drive medical was notified of an incident involving an adjustable bed by the end user's wife who reported that the bed rail broke resulting in the end user falling onto the bed rail and hitting his head. The following day the end user was not "acting right" and emergency medical services were contacted, and the end user was taken to the hospital and admitted. Attempts to gather additional information have been unsuccessful. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.